Event description:
Subsequent to the initial medwatch report additional information received indicates: the physician did not clamp the suture tubes before or during deployment. The tubes were clamped afterwards in order to help with hemostasis when the device became entrapped in the artery.

Event description:
It was reported that suture placement was attempted in the common femoral artery using a prostar xl device prior to a valvuloplasty procedure. The arteriotomy was a 6 fr. A 6 fr introducer sheath was placed followed by blunt dissection to introduce the prostar xl device. Reportedly, during needle deployment 1 posterior needle came out through the patient skin. It was 1 cm away from the device. The other 3 needles presented at the top of the barrel, as intended. Needle-back down was performed however it was not successful. The needles did not back-down 100%. A vascular surgeon was called in to perform a cut down. The opposite groin was accessed and a balloon was used to control the bleeding from the target groin, where the prostar xl was placed. After removing the prostar xl the physician attempted to re-deploy the device and he was able to deploy the device and sutures successfully. It was ultimately decided to close the vessel surgically upon completion of the index procedure. The prostar xl sutures were removed and the sheath was upsized to 11 fr to perform the index procedure. After completion of the index procedure the arteriotomy was closed surgically. In the opposite groin hemostasis was achieved using a proglide device. There was no adverse patient sequela. There a clinically significant delay in the procedure of 1.5 hours. The physician is reported to be trained in the use of the prostar xl and proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy the needle was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the device was deployed using a 6f sheath. The prostar xl instructions for use (IFU) states: the prostar xl system is designed for use in conjunction with 8.5 to 10f sheaths. It was also reported that after removing the prostar xl the physician attempted to re-deploy the device. The IFU states: do not attempt to re-deploy the prostar xl device after the needles have been backed-down. Replace the prostar xl with another prostar xl device, an introducer sheath, or utilize conventional compression therapy. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect sheath size. The prostar xl 10 f system is designed for use in conjunction with 8.5 f to 24 f sheaths. (B)(4) - do not redeploy the device. The prostar xl instructions for use (IFU) under technique for needle back-down indicates: do not attempt to re-deploy the prostar xl device after the needles have been backed-down. Replace the prostar xl with another prostar xl device, an introducer sheath, or utilize conventional compression therapy. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow-up medwatch report additional information was received via maude event report ((B)(4)) indicating the artery was damaged during removal and required surgical repaired. The event resulted in patient hospitalization.